Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported via a manufacturing representative that the implantable neurostimulator (ins) was depleted. The ins had been implanted for less than two years and an elective replacement indicator (eri) message was already displayed on the patient programmer. The patient's settings were not high so the quick depletion was not expected. The ins was programmed using two electrodes at an average of 4v, 270 usec, and 80 hz. The ins was only used during the day and turned off at night. No diagnostics were done and no interventions had been taken. No intervention occurred, but a revision to replace the ins was planned. There were no issues with the patient. The issue was not resolved at the time of this report. The patient was alive with no injury at the time of this report. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.